Event description:
The dr revised patient due to chronic dislocation. The 36mm +5 v40 head was removed from the accolade stem with a drift. The 36mm liner was then removed with an osteotome. A 0 degree constrained liner was then implanted into the hemi cup. A 28mm +8 head was then implanted onto the existing stem. The hip was then reduced and range of motion was assessed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 36mm liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.